Event description:
It was reported that pump declared cartridge change error that prevented normal use. There was no adverse impact to the customer's blood glucose level. Customer support instructed caller to remove and inspect cartridge, identify and remove extra o-ring from pump area, clean pump connection, and reload cartridge, and caller successfully completed load process and resumed insulin delivery.